Event description:
As reported, during a percutaneous transluminal angioplasty (pta)/stenting procedure after deploying a palmaz genesis stent, a stent balloon was being removed through the 115 cm. 6 fr. Vista brite tip mpd guiding catheter (gc) and strong resistance was felt. Therefore, the physician removed the brite tip and balloon catheter as a unit. A new guiding catheter was used with the same balloon catheter without any issue. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the renal artery. The lesion was reported to be: a 90% stenosis, mildly calcified and tortuous. Addendum: additional information received indicated that the resistance encountered was during withdrawal of the palmaz genesis delivery system balloon through the vista brite tip gc. The catalog and lot number of the palmaz genesis product was not available. There was no reported withdrawal difficulty of the delivery system from the target lesion. There was no reported loss of access to the target lesion as a result of the reported product issue. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.

Manufacturer narrative:
(B)(6). The guiding catheter used is available for inspection and was returned on (B)(4) 2015. The complaint product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta)/stenting procedure after deploying a palmaz genesis stent, a stent balloon was being removed through the 115 cm. 6 fr. Vista brite tip mpd guiding catheter (gc) and strong resistance was felt. Therefore, the physician removed the brite tip and balloon catheter as a unit. A new guiding catheter was used with the same balloon catheter without any issue. The procedure finished successfully. There was no reported patient injury. The target lesion was the renal artery. The lesion was reported to be: a 90% stenosis, mildly calcified and tortuous. Additional information received indicated that the resistance encountered was during withdrawal of the palmaz genesis delivery system balloon through the vista brite tip gc. The catalog and lot number of the palmaz genesis product was not available. There was no reported withdrawal difficulty of the delivery system from the target lesion. There was no reported loss of access to the target lesion as a result of the reported product issue. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. The palmaz genesis stent was not returned for analysis and the catalog and lot numbers are unknown. According to the IFU, the user should remove the guiding catheter from its packaging. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter. The event reported by the customer ¿catheter (body/shaft)-resistance/friction-inner lumen¿ was confirmed as resistance friction was felt during the functional analysis at the compressed area of the catheter. Therefore it was concluded that the event reported by the customer could be related to compressed condition found on catheter body. Procedural factors, handling and storage process may contribute to the compressed condition found. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.